Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the volume discrepancy occurred on (B)(6) 2016. The actual residual volume (arv) was 11ml and the expected residual volume (erv) was 2ml. The cause of the inability to aspirate the catheter during the (B)(6) 2016 dye study remains undetermined. There was believed to be a kink in the tubing. The catheter was revised on (B)(6) 2016.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a received from a healthcare professional via a company representative in regard to a patient receiving morphine 30 mg/ml via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and radiculopathy. It was reported that the patient has been having volume discrepancy. They have been getting more than expected on refills, but the specific volumes and refill dates were not available. A dye study was performed on (B)(6) 2016 and they were not able to aspirate the catheter. The patient experienced sudden withdrawal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.